Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the plunger was depressed the device sheath became disconnected from the device body. The device safety mechanism was used to remove the device from the patient anatomy and manual compression was applied to achieve hemostasis. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.